Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and that an empty cartridge alarm occurred while the cartridge was not empty. Customer¿s blood glucose level was 200 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.